Event description:
It was reported the patient underwent initial left total knee arthroplasty. Subsequently, the patient was revised 6 months post implantation due to a backed out screw. During the revision, it was noted that the removed screw showed no thread on some turns or was flattened. The screw and bearing were replaced without complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown femoral component; unknown tibial tray; unknown tibial bearing. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to loosening and migration of a femoral screw; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records and x-rays received. The revision operative notes confirm that the screw had backed out from femoral component and the screw threads had damaged/flattened. X-rays reviewed show that the screw has backed out. Visual inspection of the returned screw shows major damage to the threads which has flat threads, spots/indentations. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.